Event description:
It was reported the device was broken on one end.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.